Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure, the mobile programmer base was successfully paired with the host tablet. During the procedure the connection between the base and the host tablet suddenly showed a red cross icon, and the signal indicators turned into dots, indicating that the connection was lost. The base was unplugged from the power supply and the base was re-paired to the host tablet. No patient complications have been reported as a result of this event.